Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that the skin peeled at the wire insertion site on (B)(6) 2020. The patient visited the doctor who prescribed a topical barrier spray to be applied for skin protection prior to future site insertions. There is no documentation of medical intervention for this event, however it is considered an adverse event because the patient consulted with his physician for the skin reaction. No additional patient or event information is available.